Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported a leak at the smart site when infusing injectafer as a secondary infusion. It was reported by the nurse that the set was new.